Manufacturer narrative:
Result: malfunctioning fowler clutch assembly.

Event description:
It was reported by service report that the fowler was drifting down when raised to an angle. It is unk if there was any pt involvement or adverse consequences to report.